Manufacturer narrative:
Hologic technical support (ts) and product application specialist (pas) reviewed logs and found no hardware or reagent preparation issues. The controls and samples in question had appropriate kinetics for the initial target, and no abnormal patterns were observed. Pas concluded the samples in question were low-target, and ts provided the review information to customer. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported one sars-cov-2 tma run, wl 002475-20220517-02, using assay lot 315550 on panther instrument sn (B)(4) which had a discrepant sample. The lab retests positive sars-cov-2 samples with rlus lower than 1000, and the wl in question had one low positive sample which did not repeat when retested. The same specimen tube was used for initial and repeat testing and run on the same panther. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. Customer followed their lab protocol to not release positive results until retest confirmed the result; if a retest was negative, the lab issues an ¿equivocal¿ result and requested recollecting the sample.